Event description:
The following article was received based on a literature review: article: a case of acute angle closure secondary to pupillary block caused by a dislocated intraocular lens-capsular tension ring complex a study reported a case of acute angle closure secondary to pupillary block caused by a dislocated intraocular lens (iol)-capsular tension ring (ctr) complex. The patient was diagnosed with angle closure due to zonular weakness of unknown etiology, and cataract surgery was performed on the right eye. Surgery was done using a 2.2 mm corneal incision and ultrasound phacoemulsification. Due to the zonular weakness, a ctr (ctr130ad, hoya, tokyo, japan) was inserted into the capsular bag. A +18.5d one-piece iol (dcb00v, johnson & johnson vision, tokyo, japan) was implanted in the capsular bag. One week postoperatively, the anterior chamber depth had deepened, and the iol was well-centered. Twenty-eight months after the initial surgery, the patient presented with acute right eye pain and blurred vision. Examination revealed elevated intraocular pressure (iop) of 80 mmhg, corneal edema, and anterior chamber shallowing, with anterior displacement of the iol-ctr complex observed on anterior-segment optical coherence tomography. An anterior chamber paracentesis and subsequent vitrectomy were performed to remove the dislocated complex. After scleral fixation of a new iol and management of an epiretinal membrane, the patient¿s vision improved and her iop stabilized. A copy of the article is provided with this report.

Manufacturer narrative:
. Section h3: the intraocular lens (iol) was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h-6 health effect - impact code: 4625 for unplanned vitrectomy and secondary surgical intervention. Section h6 -health effect - clinical code: 4581: shallowing or collapsing of the anterior chamber citation: murakami k, sugihara k, shimada a, et al. (November 04, 2024) a case of acute angle closure secondary to pupillary block caused by a dislocated intraocular lens-capsular tension ring complex. Cureus 16(11): e72963. Doi 10.7759/cureus.72963. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that as "g4" field ¿PMA/510(k) number¿ was left blank on the initial MDR; a manufacturer narrative was inadvertently not provided in section h11 to justify the blank PMA/510(k) field. Therefore, the following statement is being provided in this supplemental MDR report: section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.